Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reloaded the cartridge and was able to receive an accurate fill estimate. It was also reported that the customer experienced a high blood glucose (bg). The customer's blood glucose was 541 mg/dl and 356 mg/dl during the reported event. The customer reported that the cartridge ran out of insulin and the customer did change cartridge. The customer delivered a correction bolus with the pump and stated that bgs were responding to correction bolus.